Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallflex biliary stent was used in the main bile duct in the upper part of the hilum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent was used to treat an 8cm malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent failed to deploy. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿okay¿. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.

Manufacturer narrative:
(B)(4) stent partially deployed. A visual examination of the returned device found that the stent was received partially deployed by 61mm and was positioned distally over the tip. A visual and tactile examination found no kinks or other damage along the shaft of the device. During the product analysis, the investigator was able to deploy the stent without issue. The investigator identified no issues with the profile of the stent or the inner sheath. No other issues were identified during the product analysis. The noted issue was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallflex biliary stent was used in the main bile duct in the upper part of the hilum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent was used to treat an 8cm malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent failed to deploy. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay". Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.